Manufacturer narrative:
The customer's product has been returned for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the units of measurement of their freestyle flash had changed. There was no report of death, serious injury and mistreatment. The customer's meter has been returned and an investigation is underway.